Event description:
During g2 nail surgery, the surgeon used the u-lag screw. After inserting u-lag screw, the surgeon inserted the u-blade. The u-blade was not able to be inserted and it deformed. The surgeon changed u-lag screw to the standard lag screw. After surgery, the sales rep confirmed that the surgeon did not use u-lag screw connector.

Manufacturer narrative:
Device will not be returned for investigation. If additional information is received, it will be reported on a supplemental report.